Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The fuse of the subject device blew out. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The power of the subject device could not be turned on. The fuse and the substrate of the subject device were broken. After the fuse and the substrate were exchanged, the power was turned on. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the fuse was broken since over current was supplied due to the variation in parts and the breakage of the substrate. The instruction manual of the subject device stated the troubleshooting if the power could not be turned on.

Manufacturer narrative:
This is a supplemental report to provide additional information. The investigation result was updated. The subject device had been used for 13 years. It was possibility that over current occurred since the substrate of the device reached the end of its life due to long-term use and the substrate was degraded.